Manufacturer narrative:
(B)(4). Mdrs 9610877-2017-00027, 9610877-2017-00030, 9610877-2017-00031, 9610877-2017-00032, and 9610877-2017-00033 are being submitted for the 5 patients. (B)(4). (Exemption number e2015036).

Event description:
Pentax medical was made aware of a report stating a patient experienced an allergic reaction during a procedure with a pentax endoscope. No further information on the patient or the endoscope was provided at the time of the report. A meeting was held with the facility on 04/25/2017 in which the facility stated several incidences have occurred during procedure with pentax video naso pharyngo laryngostroboscope model vnl-1190stk/serial number (B)(4). The instances have been occurring more frequently which prompted the facility to notify pentax. The events were described as follows: it was observed, down the nasal cavity and back into the nasal pharynx, that patients were experiencing reactions (thermal/chemical injuries/burns to the tissues). Patients have had to go to the ER to receive treatment. In addition, during the meeting, the facility stated the instructions for use for this model endoscope is followed meticulously and there have been no issues with this endoscope since acquisition in 10/2013. The endoscope was removed from use after the event occurred on (B)(6) 2017 and sent into pentax for evaluation. The pentax medical inspection findings included the following: fluid invasion in segment section; image alignment out; vertical lines in image; failed wet and dry leak test; segment steel braid twisted; up/down control knob/lever tension; insertion tube severe coil shifting at stage 1; bending rubber pinhole; segment corroded; video image has a white or red dot; up angulation decreased; bending rubber loose; insertion tube buckles at stage 1; insertion tube severe discoloration at stage 1. In addition, a dielectric strength test (the ability for the device to handle over voltage) and a patient leakage current test were performed (voltage going from endoscope to patient). The endoscope did fail ds test. The plc test was higher than normal but did not fail the test. Repairs were performed on the endoscope which included replacement of the following components: o-rings and seals; distal end w/ccd-m pb-free/ntsc USA; distal attaching pin; insertion flex tube w/seg pb-free; bending rubber. The device was returned to the customer on 05/08/2017. Additional information was received from the facility on 05/16/2017 indicating 5 patients experienced adverse reactions during procedure with the device identified in this MDR. A separate MDR is being submitted for each patient. The event details related to the patient identified in this MDR are as follows: the event details related to the patient identified in this MDR are as follows: topical anesthetic was applied to r nares. Distal chip scope was passed transnasally on right. Videostrobe exam completed. Patient left office w/o complaint. Patient went to emergency room w/ complaint of severe allergic reaction - later in day around 132pm. Ent md saw patient in emergency room, found to have local reaction in right nasal cavity, nasopharynx and oropharynx. Follow up for the patient was described as routine and ongoing.